Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the colonovideoscope bending section cover adhesive part chipped. The issue occurred, during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to advise, the reported issue is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
The reported issue is not likely to cause or contribute to death or serious injury if it were to recur.